Event description:
This report indicates five (5) malfunction event. A review of the event involved the device(s) experiencing an broken abutment hex. No patient adverse event was reported. No information regarding patient demographics were provided.